Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k062195.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging that onetouch ultra meter is giving inaccurate high reading of "235 mg/dl" compared to normal reading/feeling. Reportedly, the patient took insulin based on the reported reading. Subsequently two hours later, the patient developed symptoms described as "sweat and headache." During troubleshooting, the patient noted the following: there was no control solution to perform a quality control test. The unit of measurement was correctly set. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she developed symptoms that can be suggestive of hyperglycemic after she took insulin per an allegedly inaccurate high reading obtained on the lfs product.